Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate (B)(4). This case involves a female patient (age nos) who received her first treatment of poly-l-lactic acid (sculptra) on (B)(6) 2008. Relevant medical history and concomitant medication information were not mentioned. On (B)(6) 2008 the patient noticed that the fold at the corner of her mouth had increased, especially on the right side. On (B)(6) 2008, the patient also noticed that she had swelling which has led to her smile looking different. The patient reported that she is performing massage twice daily as corrective treatment. At the time of this report, the event remains ongoing.

Manufacturer narrative:
(B)(4). Reporter's causality assessment: not provided. Additional information received on ((B)(4) 2008): (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.